Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 74001, lot#: n813830, implanted: (B)(6) 2018, product type: adapter. Product ID: 74001, lot#: n813830, implanted: (B)(6) 2018, product type: adapter. For the information regarding the additional implantable neurostimulator (ins) in the event, please refer to regulatory rep #: 30042 09178-2018-28302. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. The rep was in surgery with the patient to determine why the 2nd lead was not delivering stimulation. It was reported that intra-op impedances on the 2nd lead (lead b)/port were high in contacts 4-7 and 8-11. The rep wanted ideas on how to program the lead to get power to the lead b. For troubleshooting, both leads were removed from the 74002 and used two 74001 adaptors to connect. Then the rep put the lead a into 0-3 port and the lead b into 8-11 port into the original battery. There was still no stimulation, so they switched ports lead b into the 0-3 port and lead a into the 8-11 port, then the rep claimed that they aren't getting any stim from the 8-11 port. Impedances were tested at 0.7v and the rep saw all values at > 10,000 ohms. Impedances were checked again at 3.0v and the rep was seeing port b as being in the range between 13,000 and 14,000 ohms, regardless of what lead was in that port. It was ensured that the implantable neurostimulator (ins) was in the pocket and all connections and set screws were re-tightened. The rep was then directed to try 2x4 configuration and it was discovered that anytime anything was placed in the 8-15 port, the rep was seeing high impedances when tested at 3.0v; the values were in the 13,000-14,000 ohms but normal impedances in 0-7 port. A new battery was opened to try the same thing and everything in the 8-15 port would still showed high impedance. The rep tried it as 2x4/2x4 and 0-3 were within normal range, 4-7 were >40,000 ohms (expected value nothing in that portion), 8-11 13,000-14,000 ohms and 8-11 >40,000 ohms (expected value nothing in that portion). But they stated that they switched ports, and everything still showed 8-11 as 13 ,000- 14,000 ohms. The healthcare professional (hcp) then placed the 8-11 lead into the 0-7 port in the old battery and still normal impedances. So, in result, the hcp decided to implant two batteries (the original and the new one that was opened) with one quad lead into each battery. On (B)(6) 2018 , the rep reported that the patient was experiencing a loss of therapy on the right side and a new ins was activated on (B)(6) 2018 and programmed with no issues. The patient experienced stronger stim on the left side than on the right, and on (B)(6) 2018, the patient reported losing therapy on her right side with the new ins with no events reported besides going to dinner and going to bed. The existing ins (left side) was on and working. The rep met with the patient to try to reprogram as well as palpate along the system, but it was done with no success and the patient still could not feel the stim. For additional troubleshooting, imaging was done, and everything appeared to be ¿good¿ with possible "micro-movement" in the sacral area. It was confirmed that only contacts 1 and 2 were used and the physician was considering lead revision. There were no further com plications reported or anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID 74001, lot# n813830, implanted: (B)(6) 2018, product type: adapter. Product ID 74001, lot# n813830, implanted: (B)(6) 2018, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that during the patient¿s lead revision the physician noticed that the ins had blood inside of it. It was reported that the physician had the rep run and check the impedances and the impedances were within range, but the physician did not feel comfortable leaving the ins in, so the ins was replaced. No contributing factors were known to be related to the issue. It was reported that the ins was replaced and the issue was resolved. The ins would be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# j0340670v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type; lead. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator .product ID: 74001, lot# n813830, implanted: (B)(6) 2018, product type: adapter. Product ID: 74001, lot# n813830, implanted: (B)(6) 2018, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedances greater than 10 ,000 ohms was not determined. The impedances and loss of stimulation were both resolved. The loss of stimulation was due to the lead, so the lead was replaced. The hcp noticed blood inside the ins the day of the lead revision. The hcp connected and impedances were within range, but the hcp did not feel confident so it was replaced. The explanted lead was destroyed during the process and was not sent back for analysis due to the customer refusing return. The explanted ins was said to be returned. No further complications were reported.